Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with signs of fluid ingression at base of pump and broken battery compartment door. Event history log review was performed and found error code - 1660 recorded in the event log. Visual inspection, sensor verification, and delivery accuracy testing were performed. The customer's reported problem regarding "fluid ingression" was confirmed. Visual inspection found medication residual (dried) on and inside the pump. The origin of the fluid (dried) is unknown at this time. During investigation the pump was power up and displayed lec 1660. Simulated use testing was able to download the pump event log and power up the pump to read out the error log. The error code 1660 did not reoccur during testing of the pump. However, the event log verified that the error code was displayed (one error code 1660 alarm has been recorded in the log). According to investigator error code 1660 is a watchdog reset. Sensor testing also found the pump downstream occlusion sensor non-functional. Service replaced both the pump mp board and downstream occlusion sensor to address the reported problem. The pump broken battery door and cracked housing was also replaced. The root cause of the reported issue is unknown.

Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, "malfunctioning pump", and fluid ingression were noted. It was reported that the patient came into the emergency room with a malfunction pump and stated that the chemo medical had leaked onto the patient's skin. Customer service was called for pump issue and advised patient on how to clean clothes and skin. According to the report the patient experienced pain but no medical intervention required. No additional adverse event reported.